Event description:
The cylinders and pump were removed from the patient and another device implanted due to a pain and kinking of cylinders. Empty reservior was left in for possible reinsertion of inflatable prosthesis - later.